Event description:
It was reported that this inflatable penile prosthesis would not inflate. Inspection found that a tear, with resultant fluid loss, had occurred in an unspecified location of the device. The cylinders and pump were explanted and the chronic reservoir was surgically abandoned. A new ipp was implanted. No patient complications were reported.